Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unresponsive and was taken to the emergency room. Subsequently, the customer was admitted to the hospital due to low blood glucose (bg) of 28 mg/dl. The customer was treated with intravenous sugar and consumable sugar. The customer was discharged on (B)(6) 2020 with no reported permanent damage. Reportedly, the cause of low bg was unknown, however, the customer reported not receiving audible blood glucose alerts as intended. Additionally, a cartridge detection error occurred. Tandem technical support assisted the customer with completing the load procedure and resuming insulin therapy on the pump successfully. Multiple follow up attempts were made to gather additional information, however, no additional information was provided.